Event description:
A user facility reported that the intraocular lens (iol) had a "chip mark" on the edge of the optic at the postoperative examination. It was reported that there was no pt impact associated with this event. The iol remains implanted.